Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, while inserting steerable guide catheter(sgc), a thrombus was observed at the tip of guide wire. Sgc was removed from the right atrium along with the thrombus. The sgc was replaced with another device to complete the procedure. A mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). An attempt was made to deploy second mitraclip lateral to first clip. The second clip interacted with anterior leaflet and led to single leaflet device attachment(slda) of first mitraclip from posterior leaflet. Additional mitraclip was deployed to stabilize the slda clip and to reduce the mr. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or device damaged by another device (dislodged). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation and device being dislodged by another device are related to procedural conditions (interaction between anterior leaflet and another clip). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, while inserting steerable guide catheter(sgc), a thrombus was observed at the tip of guide wire. Sgc was removed from the right atrium along with the thrombus. The sgc was replaced with another device to complete the procedure. A mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). An attempt was made to deploy second mitraclip lateral to first clip. The second clip interacted with anterior leaflet and led to single leaflet device attachment(slda) of first mitraclip from posterior leaflet. Additional mitraclip was deployed to stabilize the slda clip and to reduce the mr. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.